Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: the cannulated drill is fractured at the intersection between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Optical examination of the fracture surface identified a quasi-brittle fracture which appear to flow toward the center of the part, with apparent shear lip at ID of the shaft. Secondary deformation of the fracture also suggests bend stress. Direction of fracture propagation and internal shear lip suggest bend stress overload.

Event description:
It was reported that the patient underwent a posterior cervical fusion at occipital-t2. It was reported that the drill bit broke off at c2. Approximately 40 mm broke off. The tip was removed from the patient. No patient complications were reported.